Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 4. Approximately 1/2 cup of fluid was discovered inside the pump module area. It was unknown where the fluid leaked from. There was also fluid on the external cassette. The patient was advised to inform the nurse about the leak. In a follow up, the pd nurse said there was no harm to the patient. The patient is using the same cycler. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 4. Approximately 1/2 cup of fluid was discovered inside the pump module area. It was unknown where the fluid leaked from. There was also fluid on the external cassette. The patient was advised to inform the nurse about the leak. In a follow up, the pd nurse said there was no harm to the patient. The patient is using the same cycler. The cycler set was discarded.